Event description:
Patient had scheduled left lower lobe lung biopsy on (B)(6) 2023. Procedure began as a CT guided biopsy. During procedure needle of biopsy device broke off and remained in patient. Patient was then taken to fluoroscopy to remove the broken needle. Patient suffered a pneumothorax and had a chest tube place and one overnight stay. Patient was discharged after pneumothorax resolution and chest tube removal on (B)(6) 2023. Provider did not retain the biopsy device or the broken off needle.